Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. Upon further investigation of the reported event, the following information is new and/or changed: (date received by manufacturer) (indication that this is a follow-up report) (follow-up due to additional information) (B)(4). The sample was not returned for evaluation. A retention sample from the same product family was obtained for investigation. A review of the device history record revealed no manufacturing anomalies. The retention sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The retention sample was found to have no difficulties connecting to the cdi 500, and the magnet strength was found to be within specifications. A definitive root cause could not be determined; therefore, this event is not confirmed. This event is associate with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 5, 2016. Upon further investigation of the reported event, the following information is new and/or changed: additional device information--corrected lot number and added expiration date; date received by manufacturer; indication that this is a follow-up report; follow-up due to correction and additional information; device manufacture date. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion code. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusions: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, an error message was displayed when the cuvette was attached to the probe although it was properly connected. This event is associated with a voluntary safety alert distributed by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.